Event description:
A pt arrived in the ccu from cardiac surgery. The pluerovac did not have water in the chamber of the chest tube drainage system. The chamber was filled. The pt did not have any injury from the incident.